Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to multiple c-34 errors during monopolar energy activation. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu returned for failure analysis (fa)and reported problem was confirmed using the system error logs since multiple c-34 errors along with m-11 and m-b1 were logged. Inspection during fa process was able to replicate the reported event. The iesu was tested on the system and presents c-34/c-00 error on startup. Additional c-00, m-11 errors in erbe logs. The iesu will be sent to original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe kept faulting. The customer switched over to a force triad generator for the rest of the case. The intuitive tech support engineer (tse) reviewed the system logs and found repeated c-34 faults. The tse also advised that the customer could change the coagulation monopolar energy mode to classic to alleviate the faults. There were no reports of patient injury.